Event description:
The pt stated that she was admitted into the hospital in 2007 because her blood glucose value was 560 mg/dl and she could not get it to come down. She stated that at the hospital she was given insulin injections and her blood glucose value returned to her normal range within a few hours. The next day she reconnected to her infusion device and her blood glucose values rose to 468 mg/dl. The pt called to troubleshoot and during the conversation it was discovered that the infusion set tubing was torn at the luer lock connection. The pt changed her infusion set tubing and bolused. The product was requested to be returned for evaluation.